Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument and instruments data it was determined that the cause of the discordant tniul result was due to a disconnected aspirate probe 1 tubing. The aspirate probe 1 tubing was reconnected and qc was run and within range. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur troponin I ultra (tniul), ckmb, tsh-3, ipth, and fsh results were obtained on multiple patient samples. The results were reported to the physician(s). Upon retest the corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant tniul, ckmb, tsh-3, ipth, and fsh results.